Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for chronic low back pain and spinal pain. It was reported that the pump was empty and the patient had not been successful in finding a healthcare provider (hcp) in six months. The patient had sent paper work to a hcp, but hadn¿t heard back. The patient heard the pump alarm about 4 times weeks ago, but hadn¿t heard it alarm since. The patient stated that they knew something was wrong. The patient reported the symptoms of very sick and withdrawals. The symptoms were considered a sudden change in therapy/symptoms. The symptoms started to occur 2-3 months ago and the alarm was heard 2-3 weeks ago. The patient stated that he also had a nerve medication in his pump, but could not remember the name. The patient stated that the hcp did a bad job with the pump replacement and the pump stuck out of his side. The patient stated that he was late for an appointment and was fired from the hcp¿s practice. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.